Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 after decompensating following removal of impella cp for mechanical circulatory support. The patient presented to the emergency department on (B)(6) 2025 with complaints of abdominal pain with nausea and vomiting for the past 3 days. An electrocardiogram was not immediately done and delayed by 3 hours, and revealed the patient was in st elevation myocardial infarction. The patient was then brought to the cardiac catheterization laboratory where an impella cp was placed via the right femoral artery without complications and supported a successful percutaneous coronary intervention. After the procedure was completed, the impella position was verified, the impella was secured, and the patient was transferred to the medical intensive care unit (micu). Upon arrival at micu, a hematoma was noted in the right groin and pressure was held. On day 2 of impella cp support, the right groin was noted to have bruising but no more oozing. Epinephrine and lidocaine were injected into the right groin impella insertion site the previous day and pressure dressing was applied to resolve the hematoma and bleeding. The patient¿s ejection fraction was noted to be 10% and the medical team planned on escalating the patient to an impella 5.5 in the next day or two. On day 3 of impella cp support, the patient experienced hematuria that began the previous night. Of note, no laboratory samples were noted to have been hemolyzed, and a plasma free hemoglobin was drawn and sent out for analysis. Echocardiogram revealed the impella was at an adequate depth of 3.7cm, and clear of the anterior mitral valve leaflet, but positioned more towards the septum. Additionally, it was noted that the patient had a fever. On day 4 of impella cp support, it was noted that the patient¿s hematuria was improving and had downward trending lactate dehydrogenase. The patient was transfused with a unit of prbcs for a downward trending hemoglobin and hematocrit with no signs or symptoms of bleeding. Systemic anticoagulation therapy was withheld for hematuria and transfusion requirements. The patient was weaned from the impella cp and explanted. Overnight, the patient developed a fever and worsening shortness of breath, with questionable aspiration. The patient required increased dobutamine, and the decision was made to place an impella 5.5 for further support. The impella 5.5 was successfully implanted via the right axillary artery with no complications. The patient was transfused with two units of packed red blood cells (prbcs) during the procedure. On day 1 of impella 5.5 support, there were noted alarms with purge flow increasing and decreasing. The purge cassette was replaced as a result. The patient was noted to be moderately hypertensive, which resulted in decreased pump flows. On day 6 of impella 5.5 support, it was noted that the patient was positive for heparin induced thrombocytopenia. On day 8 of impella 5.5 support, the medical team attempted to wean the patient from impella 5.5, however the patient did not tolerate performance (p) level 2, and it was noted that the patient experienced the same issues during impella cp wean. On day 28 of impella 5.5 support, the nurse called the abiomed customer support center concerned with the impella stopping and requested information on what signs to look for when the pump may stop pumping. It was noted that the medical team disabled placement signal monitoring due to false impella in aorta alarms. Due to pump saturation and concerns for pump stop, the medical team made the decision to replace the impella 5.5 which was placed via right axillary artery with new impella 5.5 placed via left axillary artery. The new impella 5.5 was placed without complications, and the previous impella 5.5 was explanted successfully. Product has been returned; therefore the impella 5.5 has been explanted. A request for additional information regarding explant date and patient outcome will be made. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). Purge cassette used with impella 5.5, with unknown serial number this MDR specifically purge cassette used with impella 5.5, with unknown serial number, which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint

Manufacturer narrative:
D4 lot, primary UDI number, expiration date is unknown. H4. Device manufacture date is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.